Event description:
It was reported that the customer experienced an issue when attempting to press the wake button. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.